Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the right atrial lead exhibited high thresholds. The lead was not used and a new lead was implanted. The patient was stable during and post procedure.